Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was damaged and falling apart and battery compartment threading was corroded. Customer's blood glucose was 237 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted to the isolation tape. The insulin pump was received with a corroded battery tube and battery cap contact. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, minor scratches on the display window and broken battery tube threads.